Event description:
Customer reported waking up with slurred speech and was unable to move with control. Device =31 mg/dl at 7 am. Customer was given coca cola. At approximately 12 am, customer was incoherent. Customer spouse called emergency medical technician (emt). Customer did not recall glucose testing or results in the ambulance. Customer was treated at the hosp but couldn't recall specific treatment. Customer was monitored for 5 days & given insulin injections. Control info was not provided. A request was made for return product and replacement product was sent.